Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarm occurred within normal pumping conditions. There was no reported adverse impact to the customer's blood glucose. Reportedly, the alarm cleared and customer resumed insulin delivery.